Event description:
--

Event description:
Boston scientific received information that this device had a remaining longevity of 1.5 years. A boston scientific crm technical services (ts) consultant performed a longevity calculation that indicated this device should have a longevity of more than 7 years. Ts indicated that this could be an invalid charge time measurement. This device is part of the low voltage capacitor (c2) advisory population. Information was later received that this device was not able to be interrogated. A second programmer was used and interrogation was successful. A save to disk was performed and engineering suspected that the auto capture feature was in retry mode and affecting the estimated longevity.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. Subsequently, this device was returned to boston scientific for laboratory analysis. Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity at (61%). Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation at (81%). Analysis concluded this device did not experience a component anomaly or premature battery depletion.